Event description:
The device was used during an axillary clearance procedure. Reportedly, the clips did not advance properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1998- supplemental report sent to FDA. It has come to our attention that this event was inadvertently submitted as an MDR reportable event. Upon review, it was determined that this event does not meet the reporting criteria as an MDR reportable malfunction event. Please disregard the event submitted under this reference number.